Manufacturer narrative:
Evaluation summary: the device is fractured at the grooves around the perimeter of the blade. The device has a potential field age of approximately 4 months. The returned device has one prong more bent, then, the other possibly indicating greater levering on one side as opposed to the other. Breakage may have been caused due to application of high bending forces during use. Exact cause cannot be determined with certainty. Evaluation: device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis/energy dispersive spectroscopy (eds) analysis was performed. Sem analysis of the fractured surface indicated the fracture was due to repeated loading. Dimensional analysis found measurements taken to be within specification. No manufacturing abnormalities could be detected.

Event description:
It is reported that the retractor is fractured.